Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log was not provided for review. The reported event of bluetooth connection between transmitter and g5 mobile application issue was not confirmed. A root cause could not be determined.